Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during fill 4 of 4. The fill volume equaled 1483ml. The heater bag was empty, reconnected solution bag. The technical service representative (tsr) explained about reconnecting solution bag and assisted to end therapy, advised to let the registered nurse (rn) know about reconnecting bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient (hp) (B)(6) 2012 the regarding reported problem. The hp stated they did end therapy for that evening because they were in their last cycle. The hp stated they did talk to their rn regarding the alarm and how they reconnected the bag. The hp stated everything is okay, and they did not need medical attention. The hp stated that the heater bag was empty. They stated therapy overall is going well. No samples are available for evaluation, and they could not recall the lot number. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation check lines and bags; they switched the heater bag but reused all the other bags and cassette, which is a use error/poor aseptic technique. The label review found the patient at home guide to be adequate for the use error in this incident.